Manufacturer narrative:
This event was occurred at the hospital in (B)(6). But we report this incident according to FDA regulation on incident report. We are currently waiting for clinical info and the broken devices.

Event description:
A pt who had an operation on (B)(6) 2009 (date of surgery is unk) at (B)(6) hospital went to re-operation on (B)(6) 2014 due to 6.0 x 200mm rod (2 ea) and t link-collet type 40-50mm broken.